Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fluid leak from a homechoice cassette. The patient noticed that fluid had leaked to the floor during dwell three of three of peritoneal dialysis therapy. The patient disconnected and ended therapy. The source of the leak could not be identified and there was nothing unusual found with the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.